Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the infusion device is damaged. Pt stated the rubber of the lateral buttons of the infusion device is damaged and the buttons get stuck. Pt continued to use the infusion device. Pt reported she believes her elevated blood glucose level is related to the difficult operation of the infusion device's lateral buttons. Pt stated she has not needed medical attention. Pt reported this last month she has had episodes of nausea, vomiting, feeling sick, and positive ketone bodies as a result of elevated blood glucose levels around 500 mg/dl. Pt's normal glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or a second party to address the issue. Requested return of the infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.